Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that call was patient stated that on december 17th they had injections in their lower back. Patient said that appointment was at 1 pm. Patient stated they came home, rested and then around 4-5 pm, they started having electrical jolts going down their left leg (same side as lead) and it would cause their foot to forcibly turn left. Patient then said it would stop for a few seconds and then it would do it again and go straight down the left leg. Patient said that it was getting more painful as the night went on and their husband told them to do something about it so they turned the stimulation off around 7:30-8 pm turned stimulation off and said that that the shocking/jolting stopped immediately. Patient also mentioned that during the drive home from the appointment felt pain in their left abdomen however they clarified that typically experiences pain in left abdomen, as has diverticulitis. Patient called the doctor's office the next day and spoke to a nurse or pa or maybe another doctor and they told her they would pass on the information to the dr but they has not heard back from the dr yet. Patient has another appointment coming up and is also supposed to have an MRI tomorrow. Reviewed MRI mode and patient was able to put the device into MRI mode. Patient was redirected to follow up with managing physician and to keep stimulation off until sees managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.